Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v033199, implanted: (B)(6) 2007, product type: lead.

Event description:
The patient reported that their entire system was removed about a year prior to the report. It was indicated that the healthcare provider recommended that the device be removed because they thought it was on the sciatic nerve. The patient mentioned that they didn't think it was helping. Additional information received from the patient indicated that about four years following the implant, they were worse at controlling their bladder. They mentioned that it was them, not the device. It was noted that the device was removed because they had pain in their lower back and thought the device was on the sciatic nerve. They stated that this was not the case. They tried anything as the pain worsened. The device worked wonders for the patient at first, so the patient thought it was their fault. The surgeon told the patient that the bladder was not the issue, but a neuropathy in their vaginal wall. The surgery would sew up the vagina and this would control the leaking problem. Surgery was scheduled for (B)(6) 2016. The patient indicated the device worked, and they were the one to blame. The patient was implanted for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.